Manufacturer narrative:
This incident was originally reported to the FDA on 03/02/2011 on the voluntary form 3500. The purpose of this report is to submit the incident on the correct mandatory form 3500a.

Event description:
A philips burton ceiling mounted surgical light, aim100 single ceiling, became detached and fell impacting a surgeon on the head. The impact did not break the skin. X-rays were taken and found to be negative. No first aid or other medical attention was required. An investigation done by the customer found that the lock key intended to prove the light from falling was not installed. The customer claimed that the key was not received from burton. The instructions for use and labeling actually on the arm contain warnings to install the lock key. An investigation at burton revealed that 100% of current stock of arms contained lock keys. Burton requested an investigation from the supplier of the arm component that contains the lock key in a hardware pack. The units are 100% inspected by the supplier, and a record is maintained. It was concluded that the customer either lost the lock key or simply failed to install it.